Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic bronchofibervideoscope had a black oily substance exit the device after manually washing and flushing the device. This occurred during reprocessing of the device. There were no reports of patient involvement.